Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00x16 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the edge of stent got caught and was slightly lifted. The device was exchanged with a 3.0x18mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.0 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal stent end damaged with struts bunched and lifted distally from the stent profile. The stent od (outer diameter) of the undamaged distal section was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found one inner lumen & outer extrusion kink at 74mm distal from the port bond and one midshaft kink at 30mm distal from the hypotube to midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.00x16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the edge of stent got caught and was slightly lifted. The device was exchanged with a 3.0x18mm non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was good.